Event description:
Procedure type: urological. According to the reporter: during surgery, the balloon broke. A new instrument was used to complete the procedure. There was no tissue damage and no bleeding. There was no report of pieces falling into the cavity. Extended or time: unknown. No patient injury was reported. Patient's status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 09/16/2008.